Event description:
The facility contact reported a death of a pt, post-op exploratory laparoscopic salpingo oophrectomy, while using an ipump that was infusing morphine. The pump was started at post operation at 6:30pm in 2005. The pt went into respiratory arrest at 8:00am the following day. According to the pain management nurse, 6 injections and a 2 mg bolus were delivered, and no more than one injection was given per hour. The total volume of morphine delivered to the pt was reported as 8.0mg. Reportedly, the 8.0 mg delivered over a span of 12 hours. The director of risk management stated," this death was no way pump related. Just a routine thing that when anyone on a pump dies, the pump be sent in for checking." No additional information was available.